Event description:
It was reported that during an angioplasty procedure a balloon rupture occurred. The lesion being treated was located in an unspecified artery. The physician advanced the 3.0x40/135 sterling balloon to the lesion and during inflation the balloon ruptured. The number of inflations and to what atms is unknown. There were no patient complications. The procedure was completed with another 3.0x40/135 sterling balloon. Patient status is reported as "stable".

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)